Event description:
Caller reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Caller had not yet attempted to leave the wall adapter plugged into a functioning outlet for at least 30 minutes to see if the pump would begin charging, so customer technical support instructed them to do so and planned to follow up. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.